Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product(s): model: dtba1d1, crt-d; implanted: (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with oversensing noise and a lead fracture. The lead was partially removed as the physician encountered lead extraction difficulty due to the lead breaking at the clavicle. A new rv lead was placed. No patient complications have been reported as a result of this event.